Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia (B)(6) 2020. The customer blood glucose level was 550 mg/dl at the time of hospitalized and other blood glucose levels were 515 mg/dl, 373 mg/dl and 295 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. The device will not returned for analysis.